Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with intermittent button response due to flattened esc, up and down button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limited alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons were not responsive. Customer's blood glucose level was 246 mg/dl. Customer stated that the insulin pump had unexplained no insulin delivery alarm. Customer reported that the battery showed one bar, the whole screen was dark and he had to press buttons a few times to get the screen to turn on but it still had one bar. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.